Manufacturer narrative:
During the coil embolization procedure of an unspecified cerebral artery aneurysm, the presidio 10 cerecyte microcoil (pc4100412-30/j10368) had severe resistance, and the dpu kinked. After removal from the patient, the coil was unraveled. It was reported the presidio was advanced in an unspecified excelsior sl10 microcatheter (stryker, type unknown), but there was severe resistance. However the physician continued to use it and the dpu of the presidio kinked. The report did not indicate when it occurred and where on the dpu the kink located. Then, the presidio was safely removed from the patient. After withdrawal, the presidio was outside the patient, the physician found that the proximal portion of the microcoil unraveled. Then, the procedure was continued using a new product (pc4100412-30, lot unknown) which was made all way through the same microcatheter. Afterwards, the procedure was successfully completed without any further issues. There was no patient injury/complications reported. The complaint product was new and was stored per labeling instructions. The procedure was conducted in accordance with the IFU and the constant flush had been maintained at all times. Prior to use, no defect (kink, bends etc) was noted on the product by visual inspection. There was no stretching or unintended detachment observed in the aneurysm or in the microcatheter. It is unknown if the microcatheter was re-shaped or not. No information regarding the vessel/aneurysm or patient was provided. The complaint product is going to be returned for evaluation. No additional information is available. The coil was returned severely damaged with proximal stretching, compression, and buckling damage. The distal section of the coil is undamaged. Multiple sections of kinking were found to the hypotube and soft braid. The soft braid was found protruding outside the sheath. External force produced this damage as no mechanical sheath damage was found. Located on the top proximal end of the resheathing tool in the open cutout section, the v notch has been severely damaged. The distal damaged end of the v notch has been raised above the surface plane. The locking mechanism has been damaged with compression and stretching damage. There are two possible contributing factors to the coils resistance inside the microcatheter. These factors may have worked in tandem or separately producing similar results. The primary contributing factor to the coils resistance most likely occurred when the microcoil system was first unlocked for use and the sheath was retracted straight back instead of up at a forty-five degree angle and then back. When the sheath was pulled straight back, the locking mechanism became embedded inside the v notch of the resheathing tool. This produced a binding action between the device positioning unit (dpu), the sheath, and the coil. This binding action produced significant resistance causing the soft braid to protrude outside the sheath, the coil damage found, and finally this condition prevented the coil from being advanced through the microcatheter. For optimum product performance and to prevent potential complications, the instructions for use (IFU) recommends, ¿hold the introducer sheath (loosely-looped) in the left hand. Keeping the introducer tip near the re-sheathing tool, grasp the distal end of the re-sheathing tool between your left thumb and forefinger. Grasp the clear tab near the end of the introducer sheath body with the thumb and forefinger of your other hand. Gently pull the clear tab of the introducer sheath out and away from the re sheathing tool at a 45-degree angle to unlock the microcoil. Continue to pull the tab until an additional 0.5 to 1.0 inches (1.3 to 2.5 cm) of the translucent material is exposed. Gently fold the translucent tab towards the distal end, and firmly grasp the distal end of the re sheathing tool and the translucent tab between your thumb and forefinger, as shown in figure 3¿¿ in addition, it was stated in the event description that after encountering significant resistance the end user still attempted to advance the coil inside the microcatheter. If this did occur, then for optimum product performance and to prevent potential complications, the instructions for use (IFU) recommends, ¿caution: if unusual friction is noticed during advancement or retraction of the microcoil system, verify the locking mechanism, or clear tab is unlocked and pulled out from the resheathing tool approximately 1in. (2-3cm).¿ a secondary contributing factor to the advancement difficulty may have been due to distal interference inside microcatheter. The source of this interference; whether of a fixed or detached nature cannot be determined. In addition, without the return of the sl-10 microcatheter and the rotating hemostatic valve (rhv), used in the procedure, it cannot be determined if these components had any additional contributions to the complaint event. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. The failure reported by the costumer as stretched coil was confirmed. The cause of the coil stretched and the damages found on the device could not be conclusively determined. Neither the analysis nor the DHR suggest that the failure reported could be related to the manufacturing process; additionally inspections are in place that prevent this kind of failures leaving from the facility. Therefore no corrective action will be taken at this time. The failure reported stretched coil was confirmed. The cause of the embolic coil stretched and hypotube kinked could not be conclusively determined. However, procedural factors, vessel characteristics and device manipulation may have contributed to the event. The cause of the embolic coil stretched and hypotube kinked could not be conclusively determined. However, procedural factors and device manipulation may have contributed to the event. The label for use warns that if resistance occurred, advancement should be stopped and the device should be removed. Neither the analysis nor the DHR suggest that the failure reported could be related to the manufacturing process; additionally inspections are in place that prevents these kinds of failures from leaving the facility. Therefore no corrective action will be taken at this time. The failure reported stretched coil was confirmed.

Event description:
During the coil embolization procedure of an unspecified cerebral artery aneurysm, the presidio 10 cerecyte microcoil (pc4100412-30/j10368) had severe resistance, and the dpu kinked. After removal from the patient, the coil was unraveled. It was reported the presidio was advanced in an unspecified excelsior sl10 microcatheter (stryker, type unknown), but there was severe resistance. However the physician continued to use it and the dpu of the presidio kinked. The report did not indicate when it occurred and where on the dpu the kink located. Then, the presidio was safely removed from the patient. After withdrawal, the presidio was outside the patient, the physician found that the proximal portion of the microcoil unraveled. Then, the procedure was continued using a new product (pc4100412-30, lot unknown) which was made all way through the same microcatheter. Afterwards, the procedure was successfully completed without any further issues. There was no patient injury/complications reported. The complaint product was new and was stored per labeling instructions. The procedure was conducted in accordance with the IFU and the constant flush had been maintained at all times. Prior to use, no defect (kink, bends etc) was noted on the product by visual inspection. There was no stretching or unintended detachment observed in the aneurysm or in the microcatheter. It is unknown if the microcatheter was re-shaped or not. No information regarding the vessel/aneurysm or patient was provided. The complaint product is going to be returned for evaluation. No additional information is available.

Manufacturer narrative:
A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. The product will be return for analysis, but it has not been received. Additional information will be submitted within 30 days of receipt